Manufacturer narrative:
Product complaint # (B)(4). H6:part/ component/ sub assembly term not applicable (g07001) investigation summary: it was reported that the threaded internal rod bent and could not extract proximal reaming body. Non-surgical delay was there. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed that the holder for reaming guides (230774001) was found to have no visual damage, however the mating device was found deformed, causing the reported condition on the device. The reported allegation can be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. The functional test was performed. The devices cannot be assembled together. The overall complaint was confirmed as the observed condition of the holder for reaming guides (230774001) would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, a potential cause cannot be established with the provided information due to be a multifactorial issue and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the threaded internal rod bent and could not extract proximal reaming body. Nosurgical delay was there.